Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06555. It was reported that when the patient presented for follow up in clinic, noise causing pacing inhibition was noted on the ventricular channel of the device. The patient experienced dizziness but not with each episode of inhibition. The lead and device were explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces. External insulation abrasion was noted at 45.2 cm to 45.4 cm from the distal tip consistent with lead friction to device can. The cause of the reported event was isolated to external abrasion breaching the outer insulation.